Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider". Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 283mg/dl. Customer alleged pump was the suspected cause of bg level. Pump system check with tandem technical support (cts) did not identify any device issues. Reportedly, the customer was using fiasp insulin with pump supplies and was re-using cartridges. Cts educated customer regarding cartridge/insulin labeling. Reportedly, the customer maintained that there was an issue with the pump and reverted to manual injections for insulin therapy.